Manufacturer narrative:
The service engineer performed preventative maintenance on 03-apr-2019. The measuring cell, sipper tube and pinch valve were replaced last on 13-jul. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 3 patients tested for elecsys troponin I stat immunoassay on a cobas e 411 immunoassay analyzer compared to a cobas 6000 e 601 module. For patient 1 the initial troponin I result was 0.87 ng/ml and the repeat result on the e 601 was <0.100 ng/ml. For patient 2 the initial troponin I result was 0.40 ng/ml and the repeat result on the e 601 was <0.100 ng/ml. For patient 3 the initial troponin I result was 0.16 ng/ml and the repeat result on the e 601 was <0.100 ng/ml. The repeat results on the e 601 were considered correct. The calibration and qc were acceptable. The troponin I reagent lot number was 386737.